Event description:
It was reported that bd insyte autoguard blood leak/exposure. The following information was provided by the initial reporter: blood exposure customer response. A. Is this due to the report of leakage ¿ due to leakage, blood exposure occurred? Yes, these are combined events. B. If these blood exposure reports are not associated with the leakage reports, what defect occurred that led to the blood exposure? Na.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Lot numbers in use provided, but customer did not know which applies to this complaint event date. An additional MDR will be filed to capture the provided lot numbers.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.